Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their high blood glucose levels. The customer's blood glucose level was 476mg/dl. The customer treated with manual injection. The customer states they needed assistance programing the new pump. The customer was assisted with programing new pump. The customer declined to troubleshoot the highs.